Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and recurrent mitral regurgitation. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to equipment and patient anatomy. Eventually, the leaflet insertion was well visualized and the clip was implanted, reducing the mr to 1-2. On (B)(6) 2021, a control echocardiogram was performed, which found that the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and no clinical improvement for the patient, mr returned to 4. There was no treatment performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to be due to procedural conditions. The reported poor image resolution is due to a combination of equipment and challenging patient anatomy. The mitral regurgitation (mr) appears to be a cascading effect of the incomplete coaptation. Furthermore, mr is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. H6. Patient code 4582 removed.